Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on 06apr2026 that over the weekend the patient was having a power disruption issue. They came to clinic and all equpiment was inspected with no issues found. Upon interrogation, the only alarms showed were low battery voltage and battery disconnect. The emergency backup battery (ebb) was replaced as a precaution. Log files were submitted for review. The log files were mostly filled with odd strings of low power, power cable disconnects and no external power events which occurred when the patient was on battery power. The event file also captured 2 ebb usages. On (B)(6) the patient reported that their lights flickered at home and then had a "connect to power" alarm and the alarm cleared. Equipment was inspected in clinic, and no problems found. When patient returned home, they had another low power alarm overnight and mpu now has yellow wrench alarm. Patient stated that there is a red light on the mpu. The mpu batteries were also verified to be installed correctly. The healthcare provideder connected the mpu into an outlet in the clinic and plugged the patient into the unit there were no issues noted. A system check was also perfermed with no issues found. Additional information stated that the issue happened when patient was on wall power and there were no issues while on batteries. The cause of the alarms was not identified and the alarms did not resolve.